Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('when he removed them') and device breakage ('when he removed them she got contaminated with fragments of the pet fibres') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and post procedural infection ("when he removed them she got contaminated with fragments of the pet fibres"). At the time of the report, the medical device removal had resolved and the device breakage and post procedural infection outcome was unknown. The reporter considered device breakage, medical device removal and post procedural infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('when he removed them') and device breakage ('when he removed them she got contaminated with fragments of the pet fibres') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and post procedural infection ("when he removed them she got contaminated with fragments of the pet fibres"). At the time of the report, the medical device removal had resolved and the device breakage and post procedural infection outcome was unknown. The reporter considered device breakage, medical device removal and post procedural infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.